Manufacturer narrative:
Based on the information available to us, we were unable to confirm the event. In the meantime, all information received will be used for further tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
Customer reports: there was a water leakage through the internal wire. Per additional information received on 9/19/2023, there was a leakage of water from the foley balloon which slipped out from patient.